Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was also noted that the pacing impedance had increased and the presenting electrogram showed some noise on the rv lead. The device remains implanted but the rv lead was later surgically abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.